Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: our quality engineer inspected the sample provided for evaluation. Bd received one used 20g x 1.75in nexiva unit with a catheter assembly and no needle in an open package. Upon inspection of the received unit, the extension tubing adjacent to the wings exhibited deformation from ballooning. This type of damage is consistent with over-pressurization of the device. The wall thickness of the tubing was found to be within specification. This therefore indicates that the high pressure during use is the most likely root cause of the ballooned tubing. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ single-port with maxzero¿ needle-free connector experienced expanded tubing. The following information was provided by the initial reporter: it was reported by the customer that they had issues with nexiva.